Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the wrong size may have been implanted. A search of the complaint database found no prior reports for all three part and lot number combinations. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised due to pain.